Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. The oxygen blending module board was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the device failed a step during testing. The root cause of the oxygern blending module board failing was the u28 o2 sensor.